Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, there was a fiber-optic sensor failure alarm on a cs300 intra-aortic balloon pump (iabp), no patient harm or injury was reported. Customer denied any kink or fold in the fo cable and stated that had already unplugged and re plugged the fo sensor cable once before.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), h3, h6(type of investigation, investigation findings, investigation conclusions), h11 the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The pressure tubing was also returned. A kink was found on the catheter tubing and inner lumen near y-fitting approximately 75.9cm from the iab tip. The optical fiber was also found to be broken at the kinked location. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID# (B)(4).